Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 6000 c 501 analyzer. The same was repeated due to a critical alert on the sodium result. The initial sodium result was 112 mmol/l, and the repeat result was 136 mmol/l. The initial potassium result was 2.97 mmol/l, and the repeat result was 4.29 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The sodium electrode lot number was dvd81, and the potassium electrode lot number was dwg71. The expiration dates were not provided. The field service engineer found there was a worn ise reagent probe slider mechanism. He replaced the mechanism and the ise reagent probe. He performed ise reagent mechanism adjustments, performed ise check, ise calibration, ise chemistry and urine qc, and precision using patient samples. All testing was acceptable. The investigation is ongoing.